Event description:
It was reported that the patient was experiencing abnormal electrical sensations during charging, including repeated shocks and continued sensations after the device was turned off. It was also noted that the patient got electrocuted and that the device would not turn off. An ambulance was called, as there was a burn present and the heart rate was significantly elevated. The patient was taken to the emergency room, where imaging were performed.

Event description:
It was reported that the patient was experiencing abnormal electrical sensations during charging, including repeated shocks and continued sensations after the device was turned off. It was also noted that the patient got electrocuted and that the device would not turn off. An ambulance was called, as there was a burn present and the heart rate was significantly elevated. The patient was taken to the emergency room, where imaging were performed. Additional information was received the patient underwent an ipg replacement.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. The technical support team reviewed the implantable pulse generator (ipg) database. The data was unable to confirm nor determine the root cause of the reported complaint that the patient is experiencing painful stimulation (uncomfortable electrical impulses every 15 seconds for 2-3 seconds for 30 minutes) even when it is off. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.